Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable) as the 1mtec cartridge is not implantable. If explanted; give date: n/a (not applicable) as the 1mtec cartridge is not implantable. Device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when the doctor was implanted the intraocular lens (iol) into the patient's operative eye, it only went halfway; half was in the eye and half in the 1mtec30 injector. There was no required medical intervention. Through follow up, event was confirmed. The procedure was completed successfully with the backup lens with same model and diopter size. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing record cannot be reviewed since the cartridge lot number is unknown. Historical data analysis: the complaint history could not be performed since the cartridge lot number is unknown. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.